Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; n conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013, during an operation when fixing a plate with conventional screws, a cancellous bone screw 4.0 mm x 40mm broke, during insertion, while mounted to a screwdriver with quick coupling t-handle. This is report 1 of 1 for complaint (B)(4).